Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display anomaly. The customer¿s blood glucose level was 204mg/dl at the time of the incident. The customer reported that they are having issues with the screen of his sons pump and the display is white screen with vertical lines with different colors and black splashes. The customer reported that the display did not return even after inserting new battery and using new battery cap. The insulin pump will be returned for analysis.